Event description:
It was reported that the patient experienced a shocking or jolting sensation as well as a loss of stimulation or therapeutic effect. As a result, the patient's implantable neurostimulator (ins) and two leads were explanted and replaced with an entirely new system. There were no patient symptoms or injuries related to this event. Additional information received 10 days later indicated that the patient had successful therapy and appeared to be doing well. It was noted that so far the issues had been resolved with the replacement.

Manufacturer narrative:
Product ID 435135, serial # (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2012, product type lead; product ID 435135, serial # (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2012, product type lead. (B)(4).

Manufacturer narrative:
(B)(4).